Event description:
Rod implanted in patient's back on approximately one year ago. Rod broke and was removed and replaced.what was the original intended procedure?removal of broken rod from patient back. L1 corpectomy, t-10, l3 posterior spinal fusion.device #1is this a laboratory device or laboratory test?no.